Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 29 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that he had last changed his infusion set the day prior to the event, but he was not connected to the insulin pump during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.